Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was power broken. Therefore, the reported condition was confirmed. It was determined that this was due to a failure to follow the directions for use and running the device in the safe or load position the assignable root cause was determined to be due to failure misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported that during an ear nose and throat surgical procedure, it was discovered that the motor device and attachment device were overheating while in use together. There was a five minute delay to the planned surgical procedure. Spare identical devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.